Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving an alert. Upon review, high pacing lead impedance was observed on the right ventricular channel. High, out of range, capture threshold was also noted. Patient was asymptomatic. The physician elected to not take action at this time. The issue will be addressed when the device reaches normal eri in approximately 11 months.